Manufacturer narrative:
Upon further assessment, this complaint product is a duplicate report of 0001825034 - 2017 - 11109.

Manufacturer narrative:
Cmp-(B)(4). (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the package was labeled as a 13 mm mini stem however when the box was opened a 17 mm micro stem was found inside.